Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: device available for eval? Changed from yes to no. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device evaluated by MFR : device not returned.

Event description:
Event reported via medwatch 3901330000-2022-8068 on 19jan2023. It was reported that during intra-aortic balloon (iab) therapy the console generated a blood detected alarm. It was noted that all protocols had been followed for proper insertion. The helium line was inspected and no blood was present. The console was placed on stand-by and exchanged with another. Once therapy was restarted, the second console generated an error and the iab would not inflate. This was verified via x-ray. A new iab was then inserted and connected to the second console to continue therapy. The iab was working properly on 1:1 inflation. There was no patient harm or adverse event reported.